Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The programmer gave an error code, and the power door was broken. A hard drive corruption was found, and reloading the software was necessary to fix it.

Event description:
It was reported the programmer gave an error code when turned on. The power cord cover was also broken. No patient involvement or complications were reported.